Event description:
Complainant alleged that while attempting to defibrillate a male pt in cardiac arrest, the device would not allow discharge. Complainant indicated that the clinician obtained another device and delivered approx 10 shocks, upon arrival at the hospital two additional shocks were delivered. Complainant indicated that the pt subsequently expired. Complainant indicated that during subsequent biomed testing the device displayed "defib fault 78", "defib fault 103," and "defib fault 108" messages.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.